Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device with its accessories, was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon such as an increase in outside diameter of bending section was not confirmed. However, omsc checked the subject device and found the following. There was a trace of an increase in the bending outer diameter. There were many dents on the insertion tube. The endoscopic image had a white line. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon occurred temporary and accidentally and which might be attributed to inappropriate handling by the user and/or the manufacturing variations. The instruction manual of the subject device states appropriate handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. The exact cause has been under investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the rubber of the bending section of the subject device stretched and the outside diameter of bending section of the subject device increased. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.